Manufacturer narrative:
(B)(4). Batch # unk. Ias the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon believe that a deficiency of device caused or contributed to sepsis? Sleeve leak at staple line could have been caused by various causes. What was done in the reoperation? Drained abscess and did an intraoperative endoscopy, could not find sleeve leak on second case. 3 days after the endoscopy, a leak was discovered and it was stented by a gi doctor. Stent was repositioned twice. What contribution to event does the surgeon believe that the psoriasis caused? Patient has cirrhosis not psoriasis. Also had type 2 diabetes. Were there any issues with device intraoperatively? No. What color cartridges were used throughout creation of sleeve? Green and blue. What was done in the 2nd procedure? Lap diagnostic, patient was determined later to have a small leak and was given a stent. Was the patient on any immunosuppression drugs? No. What is the current patient status? Improving slowly. Still has two drains. Abscess has resolved.

Event description:
It was reported that after a bariatric gastric sleeve, the patient was readmitted for sepsis and possible leak. Patient was brought in to or for laparoscopic diagnosis. No leak was found. Patient did have some evidence of bleeding along the staple line. Surgery was completed. Doctor believes psoriasis and hepatic insufficiency played part in this patient's medical issues.